Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was waterproof failure due to a pinhole located in the channel tube. Additionally, as noted in the event, the coating material on the connecting tube was peeling off. The connecting tube was also found dented. The aspiration quality was out of specification because of the dent. The angulation was out of specification due to a worn angle-wire. There was corrosion at the connector as a result of the leakage. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during reprocessing, his olympus evis lucera bronchovideoscope was experiencing a leak from the channel. There was no patient involvement during this event. During the device evaluation, it was discovered that the coating was peeling on the insertion section. This report is being submitted to capture the peeling coating found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, or the like. Grounds of the presumption were as follows: coating at insertion section peeled off. Insertion tube scratched. Insertion tube dented. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following instructions for use (IFU): "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.